Event description:
Graft block implant cracked intraoperatively.

Manufacturer narrative:
During acl reconstruction surgery, a crack was observed the graft block implant. The fractured implant was removed, and replaced, and the surgery was completed successfully. The implant was not returned for evaluation but it was photographed by the distributor. There was evidence that the implant fracture was caused by applied stress within the graft eye hole. This is an area that does not see stress intra-operatively. A root cause analysis was performed by testing similar products to determine whether surgical technique or misuse could have been a factor in the event. The result of this investigation was inconclusive. No pt injury was reported, but a low probability for pt injury did exist.